Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17; checking your blood glucose, chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The mother reported that the patient woke up vomiting at 3:30am with large ketones (2.8) while wearing the pod on her arm for between 4 and 24 hours. The device had been activated at 5:30pm the evening prior. They took her daughter to the emergency room (ER) and she was admitted. They removed the pod when they got to the hospital, the patient's blood glucose was 310mg/dl and climbing. The patient was diagnosed with hyperglycemia. Treatment included IV fluids, insulin via syringe, and lab work. Her basal rates and insulin-to-carbohydrate ratios for meals were also increased.